Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a sling removal, placement of the lynx sling, and cystoscopy procedure performed on (B)(6) 2018, for the treatment of persistent stress urinary incontinence after sling procedure and dyspareunia. The patient underwent a sling procedure for stress urinary incontinence in the past. Unfortunately, the incontinence continued, and then she developed additional dyspareunia. On exam, she had a tender sling which could be palpated proximal to the mid urethra and was very superficial. This was assumed to be the cause of her dyspareunia. A urodynamic study revealed a leak point pressure of 92 centimeters of water pressure. The patient was explained the risks and benefits of the procedure, and she understood and agreed to proceed. As reported by the patient's attorney, the patient had experienced an unspecified injury. However, the patient tolerated the implant procedure well and was returned to the recovery room in good condition.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.